Manufacturer narrative:
Investigation pending.

Event description:
The following variance was reported by the physician's office in (B)(6). Date: (B)(6) 2015, inratio2 inr: 3.4 (finger stick method), laboratory inr: 1.1. 1.2 (venous blood sample. Applied on test strip) testing was performed within minutes. There was no reported adverse patient sequela and no additional information was provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, retain strip testing was performed. The retain strip testing results were found to be performing within expectations. The product performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed and the lot met release specifications. A root cause is unable to be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
Note: this MDR filing is due to the device being the same or similar as a device available in the united states.